Manufacturer narrative:
Block e1: the reported health care facility is (B)(6). Block h6: imdrf device code a15 captures the reportable event of clips difficult to release from catheter. Block h11: (additional information) blocks a4 (weight and unit of measure - weight), and e1 (initial reporter address 1, initial reporter city, and initial reporter zip/post code) have been updated based on the additional information received on october 29, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat achalasia of cardia during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the wound was closed with the clip. After that, the slider was tightened backwards, however, the clip would not deploy and fall off. The steel wire of the delivery device handle was fractured. After the handle was removed, the steel wire was pulled, and the clip finally fell off. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
The reported health care facility is (B)(6) hospital. Imdrf device code a15 captures the reportable event of clips difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat achalasia of cardia during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the wound was closed with the clip. After that, the slider was tightened backwards, however, the clip would not deploy and fall off. The steel wire of the delivery device handle was fractured. After the handle was removed, the steel wire was pulled, and the clip finally fell off. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: the reported health care facility is the first affiliated (B)(6) block h6: imdrf device code a15 captures the reportable event of clips difficult to release from catheter. Block h11: (additional information) blocks a4 (weight and unit of measure - weight), and e1 (initial reporter address 1, initial reporter city, and initial reporter zip/post code) have been updated based on the additional information received on october 29, 2024. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual and microscopic evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. In addition, the handle was broken, and the control wire was kinked. No other problems with the device were noted. The reported event of clip difficult to release from catheter and handle break were confirmed. Upon analysis, the device was returned without the clip assembly and with evidence of full deployment. It is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Additionally, the reported event of handle break might be due to an excess of force applied to the device during its actuation and consequently this condition creates a resistance between the handle and the control wire causing the analyzed kinks mentioned before. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat achalasia of cardia during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the wound was closed with the clip. After that, the slider was tightened backwards, however, the clip would not deploy and fall off. The steel wire of the delivery device handle was fractured. After the handle was removed, the steel wire was pulled, and the clip finally fell off. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.